Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user attended a fitting appointment to upgrade his audio processor. After the activation of the new audio-processor his performance was ok. However, after 10 - 15 minutes of listening with the new audio processor, the user reported that he could not hear anymore.

Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might be in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. In addition in situ measurements showed two channels involved in a short circuit due to undetermined reasons. However, to determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user attended a fitting appointment to upgrade his audio processor. After the activation of the new audio-processor his performance was ok. However, after 10 - 15 minutes of listening with the new audio processor, the user reported that he could not hear anymore. Re-implantation is being considered; however, a specific time frame is not known.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user attended a fitting appointment to upgrade his audio processor. After the activation of the new audio-processor his performance was ok. However, after 10 - 15 minutes of listening with the new audio processor, the user reported that he could not hear anymore. The user has been re-implanted.